Manufacturer narrative:
PMA/510(k)#: k142688. The incident meets criteria for MDR reporting based on the reporting precedence established for this product family for needle non-retraction regardless of the patient outcome. This complaint is related to an echo-hd-19-c device of lot# c1121311. The echo-hd-19-c device involved in this complaint was returned for evaluation. This echo device was received with the needle un-retracted and exposed from the sheath of the device. The needle was bent at the tip and notch. The stylet was returned with the device and in-situ. A tear of approximately 1.5cm was visible in the sheath and the needle found to be kinked and broken in two parts below the sheath extender when the sheath extender was positioned at reference mark 2. The distal sheath tip was examined but no damage was evident. The tip of the needle was examined and a severe kink was visible approx. 0.4cm from the distal tip at the needle notch. This distal needle tip was examined under the microscope and it was confirmed to be bent/folded over. The customer complaint was confirmed as the device was returned with the needle broken below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. The kinking below the sheath extender most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage which in turn caused the broken needle to tear the sheath. This would also result in the difficulties experienced by the customer in retracting the needle. Since the conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. A review of the manufacturing records for echo devices of lot# c1121311 did not reveal any discrepancies that could have contributed to this complaint issue. The incident meets criteria for MDR reporting based on the reporting precedence established for this product family for needle non-retraction regardless of the patient outcome.

Event description:
During a puncture, the needle bent and tore the protection sheath. It was very difficult to retract the needle into the sheath . The needle was bent and a part of tissue was in the window/notch of needle.